Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incident in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: not given, inratio: 1.8, lab: 2.3. Date: not given, inratio: 2.4, lab: 4.4. Lab draws were performed within minutes of the finger stick. Therapeutic range: 2.5-3.0. Comparisons were done on different days using two different inratio2 meters. Customer could not provide meter serial numbers or test dates.